Event description:
A report was received that the patient was not receiving adequate stimulation. High impedances were noted on one of the leads. The physician suspected device malfunction on the lead splitter. The patient underwent a revision procedure wherein the leads and lead splitters were replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model#: sc-2316-50, serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm.

Manufacturer narrative:
Sc-2316-50 (B)(4) device evaluation indicated that the leads passed mechanical tests performed. The complaint was confirmed. Visual inspection revealed both lead bodies had pronounced kinks approximately near the proximal ends, where the leads appeared to have been sutured. Severed/broken cables were noted at this spot. The fracture sites are 1 cm from the clik anchor setscrew mark. This appeared to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables were the reason for the high impedances observed. The fractured cables were contained by the lead body. Sc-3400-30 (B)(4) device evaluation indicated that the lead splitters passed visual, electrical, mechanical and photographic imaging tests performed. Both lead splitters exhibited normal device characteristics.

Event description:
A report was received that the patient was not receiving adequate stimulation. High impedances were noted on one of the leads. The physician suspected device malfunction on the lead splitter. The patient underwent a revision procedure wherein the leads and lead splitters were replaced. The patient was reportedly doing well postoperatively.